Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, an infold was observed. It was noted that the targe t implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient, and a new transcatheter valve was loaded. Following the implant of the new valve in the patient's native annulus, and prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the n on-medtronic guidewire. Upon withdrawing the dcs, the nose cone got caught onto the inflow side of the valve, and the valve dislodged above the sinotubular junction (stj) and into the ascending aorta. Additionally, a minor infold/under expansion of the valve frame was observed that also caused the valve to dislodge. Subsequently, a second transcatheter valve was implanted. It was noted that a 3 hour procedural delay occurred. Per the physician, the patient's calcified anatomy, borderline sizing of 26 mm/29 mm, and no pre-dilatation were contributing factors to the infold and dislodge.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: tav e vfxplus-29, product ID: evfxplus-29, serial/lot: (B)(6), use by date: 06-feb-2027, UDI: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data and corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon the first deployment attempt of a transcatheter valve, an infold was observed. It was noted that the targe t implant depth when the infold occurred was 3 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient, and a new transcatheter valve was loaded. Following the implant of the new valve in the patient's native annulus, and prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the medtronic guidewire. Upon withdrawing the dcs, the nose cone got caught onto the inflow side of the valve, and the valve dislodged above the sinotubular junction (stj) and into the ascending aorta. Additionally, a minor infold/under expansion of the valve frame was observed that also caused the valve to dislodge. Subsequently, a second transcatheter valve was implanted. It was noted that a 3 hour procedural delay occurred. Per the physician, the patient's calcified anatomy, borderline sizing of 26 mm/29 mm, and no pre-dilatation were contributing factors to the infold and dislodge. Additional information was received that the right femoral artery was used as the access site, and the valve was deployed using cuspal overlap technique.